Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad in the grasping section was partially torn away, the tissue pad was peeled away. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection]ultrasonic output [inspection]appearance ¿conclusion summary¿ a likely mechanism causing the reported event might be the following: 1) the ultrasonic output was activated while distal end of the grasping section was grasping the tissue. 2) the probe was contacting the tissue pad at the rear end of the grasping section. Therefore, the tissue pad was worn out and partially peeled off. This also caused the contact marks on the probe and the non-insulated area of the grasping section. 3) since the tissue pad was worn out, the non-insulated area and the distal end of the probe. 4) the output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the error occurred was detected. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic colectomy using the subject device, an unspecified error occurred. The tissue pad was burn. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation. Omsc found that the tissue pad in the grasping section was partially torn away, the tissue pad was peeled away.